Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. Review of the system controller log file revealed several low speed events and three pump stoppages captured on (B)(6) 2016. These events were associated with scattered low speed hazard and low flow hazard alarms as well as driveline disconnected alarms. The recorded low speed events and pump stoppages appeared to occur while the patient was operating on the power module and appeared consistent with a potential driveline wire compromise. However, driveline wire compromise could not be confirmed as the pump remains in use and was not available for evaluation. X-rays appeared unremarkable and did not reveal any areas of potential breakdown of the metal braided shield. The patient remains ongoing on lvad support with the ungrounded power module patient cable and no additional events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that while in clinic, the patient had a red heart pump off alarm when the system controller was connected to two different power modules. The alarm resolved when the system controller was placed back on batteries or was placed on an ungrounded power module patient cable. The patient reportedly had been on battery support continuously at home and had not had any alarms until the clinic visit. The patient was asymptomatic. The submitted x-ray images of the driveline reviewed by the manufacturer's technical services representative appeared unremarkable. The patient reportedly is not a good surgical candidate. An ungrounded power module patient cable was requested for the patient's use. No further information was provided.